Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to replace generator drive pcb. The customer replaced generator drive pcb and informed fe that the system was found to be working as intended.

Event description:
The customer reported an a/d channel error message. This error will prevent the system from booting up, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.